Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After the reprocessing of the subject device, the user noticed that jelly-like blood leaked from the air/water channel. There were no reports of patient injuries related to this incident. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device and confirmed the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that blood flew back into the channel during the procedure and could not be removed at the reprocessing. If additional information becomes available, this report will be supplemented.